Event description:
The german notified body (bundesinstitut medizinprodukte) contacted physio-control to report that a customer informed their device had powered off multiple times during patient monitoring. The patient associated with the reported event was not harmed.

Manufacturer narrative:
A physio-control service technician evaluated the customer's device and was unable to duplicate the reported issue. The electronic patient records were downloaded and reviewed by a customer quality engineer. It was confirmed that the customer's device powered off multiple times on the reported event date. The batteries used during the reported issue were manufactured in 2014 and 2016. Physio-control recommends that batteries be replaced approximately every two years on page 213 of the lifepak 15 operating instructions. The root cause of the reported issue could not be determined. After making unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The (B)(6) notified body ((B)(6)) contacted physio-control to report that a customer informed their device had powered off multiple times during patient monitoring. The patient associated with the reported event was not harmed.